Event description:
Customer received a false positive result on 27-may-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28846d, reader sn (B)(6)). On (B)(6) 2023, customer tested negative with the quickvue rapid antigen test. Although requested, customer did not respond to technical supports three attempts to obtain further information. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00659 su on 23-jun-2023. Please disregard MDR report nubmer 3016758165-2023-00659 su.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.